Event description:
End users claimed to have experienced a skin rash after wearing the gloves. The rash occurred almost immediately upon contact with the gloves and subsided quickly after gloves were removed. The skin irritation was confirmed to where the glove comes into direct contact with the skin.